Event description:
It was reported that the unknown patient began experiencing increase in seizures after vns was implanted. No other relevant information has been received to date.

Event description:
Additional information received. Patient information was received. It was noted by the provider that vns is working for the patient and seizures have decreased. No other relevant information has been received to date.